Manufacturer narrative:
Additional information was provided in b.5., and h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported scratch. The product was not returned. It is unknown if qualified associated products were used. The IFU instructs company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic visco surgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. It cannot be determined if the reported scratch contributed to the patient's blurry vision. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The replacement lens was a non- company lens. The diopter was not provided. It is unknown if the replacement lens was a toric lens model. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that lens was replaced with non company lens.

Event description:
A non-health care professional reported during an intraocular lens procedure, optic scratch was discovered during insertion, the surgery proceeded since it was outside the 4.5 mm zone. The patient¿s vision not improved after three months, hence the lens was explanted and replaced with another lens during a secondary procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).